Event description:
There was no device malfunction, and removal was not due to the failure of the device. The index procedure was a single cage placed at c1-c2 on the left side initially using pd-31-203 cervical cage-x, 4mm. The revision procedure occurred on (B)(6) 2024 and was due to a csf leak that was not related to providence medical technology products. During the revision the lateral mass screws (not providence medical technology products) were revised as well, and then the cage-x was replaced with pd-31-204 cervical cage-x, 5mm. The revision case was performed successfully. The patient is recovering well/as expected.